Event description:
Customer reported a cord sample that reacted false positive in manual gel method with the anti-b microtube of the abd/abd gel cards lot 021814053-01. The same cord sample was negative when tested with tube anti-b reagent. The sample was 4+ in the anti-a and anti-d microtubes. The anti-b microtube was weakly positive. The manual gel testing was not repeated. The customer did repeat the same samples using tube reagent anti-b, which gave a negative result. No erroneous results were reported. Ocd technical support requested that the customer visually inspect all of the gel cards in the box. The customer confirmed all gel cards had normal appearance, no bubbles, no dry gel and no low liquid levels. Also, the mts diluent 2 plus did not appear contaminated and the dispenser used had been cleaned weekly as per IFU indications. Ocd technical support requested that the customer repeat the same sample using abd/rev gel cards and the old diluent and with a newly opened diluent bottle without the dispenser. Subsequent follow up with the customer found that the customer suspected the saline bottle they used to prewash the cord blood sample was contaminated. The customer first switched the saline bottle used to wash the cord blood sample, then used the same diluent bottles and gel card lots. All results were as expected, anti-b microtube negative with the same sample. The customer has not had any more false positive results since changing the saline. The customer is satisfied with the performance of the gel cards and diluent.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Actual gel card was not available to be sent to ocd for further investigation. From information provided by customer most likely cause was use of contaminated saline in making up the sample. (B)(4).